Event description:
Customer reportedly tested 93mg/dl while unconscious and the paramedics were called. Within a few minutes of customer's result of 93mg/dl, the paramedics received a result of 22mg/dl on their device. Customer was treated with a glucose shot and transported to the hospital. Treatment at hospital was not provided. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.